Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the heavily calcified and severely tortuous mid right coronary artery (rca). The quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.